Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranging from the 50-60's (mg/dl). Reportedly, the customer believes that the pump settings needed adjustment. Sugar pills were consumed to treat bg. Additionally, the customer reduced the basal rate settings on the pump.